Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that shaft kink occurred. The 75% stenosed target lesion was located in the proximal left anterior descending(lad) artery. A 3.00x24mm promus element plus drug eluting stent was selected to treat the lesion; however, the shaft got kinked when inserting the device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed that the stent was detached.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the stent was detached from the delivery system. The balloon was found to have the stent impressions on it, indicating that the stent was crimped. A visual and microscopic examination found that the hypotube was kinked at 122mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).